Event description:
A surgeon reports that a pt had iol implant surgery in 1998 after pars plana lensectomy. The pt did not return to see the surgeon from 2000 through 2003. The iol was replaced in 2004 due to malposition of the iol. The surgeon also noted whitish stains on the lens, but indicated this did not impact the pt's visual acuity. The surgeon further stated he did not believe the malposition was related to the iol as no lens damage was observed. No further info has been provided by the surgeon. Product labeling warns that implantation of intraocular lenses should not be performed in pt's under an eighteen year age.